Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect (B)(4) reagent has generated negative results on a patient sample. The results were both negative at s/co 0.6 and s/co 0.7. The physician decided to send the sample for dna testing and the results came back as "detected" there was no adverse impact to patient management reported.